Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.75mm x 28mm, de novo target lesion was located in the mildly tortuous and mildly calclified right coronary artery. After a non-bsc guidewire was crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. Following pre-dilatation, a 28 x 2.75mm promus premier select drug-eluting stent was advanced for treatment. However, the physician noticed that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the physician observed in fluoroscope that the proximal struts of stent were damaged.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 2.75mm x 28mm, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After a non-bsc guidewire was crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. Following pre-dilatation, a 28 x 2.75mm promus premier select drug-eluting stent was advanced for treatment. However, the physician noticed that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.